Manufacturer narrative:
(B)(4). The device was not returned for evaluation as the device location is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had a zimmer distal femoral replacement in 2010 due to a giant cell bone tumor on the left distal femur. Reconstruction was performed with a 230 mm replacement and 19 x 130 mm stem. The femoral stem has since loosened and there is not enough femoral bone left to support another conventional stem. The zimmer tibial component is well fixed. The custom device is a compress to zimmer segmental taper adapter that will allow the surgeon to revise without removing the well-fixed tibial component and without removing the remaining femur. No further information was provided.